Event description:
The customer reported that during a routine check of the unit, the unit failed to charge; when connected to ac power, the unit indicated that the batteries were being used. No pt involved.